Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was admitted to the hospital for diabetic ketoacidosis. The patient attempted to bolus with the insulin pump but the bolus feature would not work. An attempt to transfer the call to the patient was unsuccessful. The nurse ended up being transferred over to a medtronic automated line. The customer could not be called back as the call was originally received from the hospital. No products were returned or replaced.